Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This event occurred in the (B)(6). This is the same event as 3010536692-2016-00186 & 3010536692-2016-00188.

Event description:
Allegedly, revised due to other indication for revision (left).